Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the intellivue mx800 patient monitor did not alarm for a desat on 02-december-2020 at 03:00 for the patient in ICU room 201. The patient passed away on 04-december-2020. The patient death is investigated in a separate complaint, please refer to 9610816-2021-00001